Event description:
Segments were missing on the meter. The pt was sweating at the time of testing and tested pt blood glucose and received a 27 mg/dl. The pt then drank a sugar beverage and then contacted a physician for advice. The pt did not receive any treatment. Customer service sent the pt a replacement meter.